Event description:
Per the clinic, the device was explanted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced wound dehiscence and an infection (cellulitis) at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with oral antibiotics for 10 days and topical antibiotics (specific date and duration not reported). Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.